Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thyroid surgery, the endotracheal intubation was planned. During the pre-inflation check, the cuff was found to be leaking. 5 ml air was used to inflate the cuff. There was 10 minutes surgical delay. The procedure was completed with backup product.

Manufacturer narrative:
H3: product analysis stated a small puncture was observed in the mid-section of the cuff balloon upon return. A syringe was used to inject 15cc of air into the cuff and a leak was confirmed. A leak test was performed, and bubbles (leakage) were observed at the small puncture in the cuff between the red and blue electrodes. The complaint was confirmed, due to an out of specification condition. H6: previous codes b17 and c20 are not applicable now. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously submitted fdc code d16 has been updated and no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.